Manufacturer narrative:
Concomitant medical products: was erroneously marked "no" in the initial report submitted on 11/1/2019. The device was returned for evaluation on 10/28/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/22/2019, it was noticed that the report submission due date was erroneously omitted from the previous report. The correct due date for (B)(4) follow-up #1 is 12/1/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
During visual inspection of the device it was observed with no apparent damage. Leak testing was performed and it revealed a leakage at the anterior view. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. The report submission due date in the previous report was erroneously entered as 12/23/2019. The correct due date is 12/22/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: saline mentor smooth round moderate profile 150cc, catalog number: 3501615, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 150cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal on (B)(6) 2019.